Event description:
I passed out at home due to issues from not using my CPAP machine for 2 weeks due to the recall of the phillips dreammachine. I have not been sleeping well and wake often to find myself not breathing. I then take deep breaths until I can fall asleep again. This has been taking place for the last 2 weeks since the recall. I have told my CPAP doctor that I need another machine such as the res -med but he does not return my calls. I also told my primary care doctor but she told me I have to handle the situation with the doctor who gave me the prescription for my original CPAP machine. The emergency room doctor did send a message to my doctor but the doctor did not respond. I can purchase a res- med CPAP from a medical supplies company but they cost around (B)(6) and I am on a fixed income and can't afford it.